Event description:
Event description guidant received information that during the implant procedure of this lead, the patient experienced tamponade and extremely high thresholds. The lead was abandoned but left implanted. Two other leads were implanted with no reported complications.